Event description:
It was reported to target that during preparation tested ndsb and balloon not symmetrical, then inflated to one side of catheter and ruptured. Since the problem was obseved during preparation of the device this event did not cause any problems or complications to the pt.